Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer was unable to use multiple cartridges as they had an additional piece of plastic on the back and would not fit onto the pump. Customer's blood glucose level was 171 mg/dl. Reportedly, a new cartridge was loaded to address the issue.